Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-11364. It was reported the pt was unable to charge the ipg. In addition the pt reported she had felt pocket heating and a shocking sensation at the ipg site while charging. A replacement charger was sent to the pt. Follow up identified the pt was able to charge the ipg with the new charging system.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.